Manufacturer narrative:
The customer-reported issue of lower cardiac output on freedom driver s/n (B)(6)compared to a previous driver was unable to be confirmed or reproduced. No information was provided about the referenced previous driver. The driver passed all sections of functional testing and the cardiac output remained over the specified output requirement. There was no evidence of a device malfunction and the root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a low cardiac output, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low cardiac output while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver. There was no reported adverse patient impact.